Event description:
It was reported that a problem call was placed to the on-call technician at the med ctr. The bio-med engineer went to the unit & in a short time diagnosed the problem as a bad syst communications controller (scc) motherboard. Once the scc motherboard was replaced, the problems resolved except for one last crash. The bio-med engineer also indicated that there was a pt code going on at this time in the unit, & none of the users reported any unusual behaviors with any of the bedsides in the unit. In summary, it looks like a couple of different problems: (1) with the exception of the last crash, it looks like there were major problems with the sdn subsystem that generated network errors. It looks like the syst was thrashing. It is suspected that there is either a hardware or configuration problem. (2) the last crash appears to be in recmgr. From the error log, this appears to be the known defect where real-time recordings cause an application error, & resets the syst. The situation with the hp syst went unrecognized for several hours, & there was no documentation in the viridia info ctr of the event. A failure of the 78581a syst communications controller (scc) put the viridia info ctr into a continuous re-boot which resulted in lost data during the code & intermittent loss of arrhythmia monitoring. The pt expired, but it is believed that no injury directly resulted from this incident. However, there was data loss & periods of no arrhythmia monitoring to the other pts. The pt's condition was pre-existing to the incident. The syst has been inspected by hp & was operationg appropriately. Users haven't reported any additional unexpected behaviors since the scc board was replaced. The product is still in use at the med ctr.